Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to another device. The complaint was classified based on the customer care advocate's (cca) documentation. The patient reported that the alleged inaccuracy began about one month prior. On an unspecified date/time, the patient claimed she obtained blood glucose readings of "300 mg/dl" with the subject meter and "220 mg/dl" on another device (freestyle), performed less than 30 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30%. The patient claimed that she took an increased dose of insulin (type and amount unknown) in response to the alleged high reading, she obtained and 2 hours later became shaky. The patient reported treating self with food and/or drink. At the time of troubleshooting, the cca noted that the patient no longer had the subject meter or testing supplies. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.